Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. No low battery alerts or battery out limit alarms noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with missing end cap sticker, cracked battery tube threads, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 118 mg/dl. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was calling a second time to report a low battery alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.